Event description:
The consumer allegedly cut his foot on a wire that was exposed on the brake cable assembly allegedly requiring unconfirmed medical treatment.

Manufacturer narrative:
Event had occurred in other country, and device is distributed here. There is no history of any event other than this one to date. User is alleging to of cut their leg on an exposed cable which has required unconfirmed medical treatment from their doctor. MDR filed based on injury.